Manufacturer narrative:
As reported in a research article, left pulmonary artery obstruction was noted during follow up after implantation with a 8-7 amplatzer vascular plug and a left pulmonary artery stent was implanted. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturing report number: 2135147-2020-00090, 2135147-2020-00091, 2135147-2020-00092, 2135147-2020-00093. It was reported through a research article identifying amplatzer piccolo that may be related to a severe left pulmonary artery obstruction. Details are listed in the article, titled "device deformation and left pulmonary artery obstruction after transcatheter patent ductus arteriosus closure in preterm infants." It was reported in the article that in (B)(6) 2016, 14 patients underwent transcatheter patent ductus arteriosus (pda) closure. A (B)(6) days old patient that weigh (B)(6) grams with pda diameter of 2.85mm and pda length of 10.91mm was implanted with a 8-7 amplatzer vascular plug. During follow up, severe left pulmonary artery obstruction was observed and a left pulmonary artery stent was implanted.